Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection identified a leak from the y-connector (interlink) to tubing junction. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is related to improper solvent bonding during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from the interlink component. This was observed before patient use, in the hospital inventory. There was no patient involvement. No additional information is available.